Event description:
The customer prepared samples according to the cobas amplicor hiv-1 monitor test, v1.5 method manual for both the ultra sensitive or standard assay. A-rings containing samples and controls were placed on the cobas amplicor, but, due to technician error, amplification and detection were performed using the test parameters for the opposite method. Specifically samples prepared for the standard test were amplified and detected using ultra sensitive test definition file (tdf) and samples prepared for ultra sensitive were run using standard test definition file. The customer reported that the titers for the hiv-1 kit controls (negative, low and high positive) included in each run were within the assigned ranges. Patient samples and controls prepared in the standard protocol but amplified and detected with the ultra sensitive tdf would be approximately 10 fold too low while samples and controls prepared with the ultra sensitive protocol but amplified and detected with the standard tdf would be approximately 10 fold too high. Lab detected the error before results were reported out no incorrect results were reported.